Manufacturer narrative:
Only the probe was returned. The sureshot targeter and the interface unit were not returned. Therefore, a product evaluation could not be peformed on these devices. A visual inspection of the returned product found the device is bent. A functional testing of the probe was performed with the available sureshot targeter and the interface unit indicated that the probe functions as intended. The fact that there was a constant warning message about metal interference popping up means the signal wasn¿t reliable enough for proper targeting accuracy. For troubleshooting suggestions, smith and nephew recommend to use the sureshot user manual 81103554. A review of the manufacturing records for the listed probe did not reveal any deviation from the standard manufacturing processes. In addition, our investigation indicated that a second generation targeter has been released and is available for use. Please reference device 71692851. No clinical supporting documents have been provided for inclusion in the medical assessment. Therefore, no thorough medical assessment can be rendered at this time. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during drilling the most distal screw hole (the first hole from the distal end of the nail), an error message was displayed and disappeared continuously. Then despite targeting the hole on the screen, drilling the hole was not successful (it was drilled out of screw hole). An rld was use to drill two holes (the first and third hole from the distal end of the nail) and complete the procedure. The surgery was delayed for 15 minutes.